Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6), 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm, (B)(6), 02-010-01-0240 - logic femoral ps cem left sz 4, (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2013. Approximately 5 years and 8 months after the initial procedure the patient had a left knee revision on (B)(6)2019 due to swelling and symptoms of patella-femoral instability of his left knee. The patient was found to have joint effusion and closed dislocation of patella and bicipital tenosynovitis. The patient was treated with a steroid injection. The operative report notes significant synovitis and significant laxity. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.